Manufacturer narrative:
Review of the event history log found 4 occurrences of the 'system error 345' messages as evidence for customer-reported allegation 'system error 345'. The customer reported problem 'it shuts off' could not be verified through the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity)) and shut off. The event occurred during patient infusion at the medical surgical area. There was no patient injury or medical intervention associated with this event. No additional information is available.